Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("bloating"), endometriosis ("endometriosis"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain and menorrhagia outcome was unknown and the abdominal distension, endometriosis, fatigue, migraine and headache had resolved. The reporter considered abdominal distension, abdominal pain, back pain, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain and perforation to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration/perforation, fatigue, migraine, headaches, bloating, endometriosis were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.